Event description:
It was reported that during a low anterior resection procedure, did not fire at all. After reload same problem, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2010. Closure link and yoke interface. Evaluation summary: the ec60 device was received with no visual non-conformances. The device was loaded with an ecr60d unfired cartridge. Upon further inspection of the cartridge, the one-piece sled was found damaged. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. The device was tested for functionality with a test cartridge reload and achieved its complete 3- stoke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process.